Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> conclusion and justification status: the complaint state it states that excessive liner wear in short time. A review of complaint databases and review of manufacturing records did not identify any anomalies. The medical records were reviewed by bioengineering and a report was received stating; x-rays show frequent dislocation or liner disassociation. Original device appears well fixed, however there is no patient information or dates available on the x-rays to comment on the position of the implant post primary surgery or pre and post revision surgery. Records state the polyethylene was not loose but longitudinally worn so the ball turned on the edge of the acetabulum. Patient appears to be doing " forbidden movements". Explanation of this was completed and an anti luxation brace was requested and delivered to patient. Comments on records state pelvic x-ray following reduction showed normal relation between head and cup of the right total hip prothesis, no luxation and no signs of loosening of the prosthetic components. It should be noted the products were reviewed in com 314995 and should be referenced for further detail. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Device history lot ==> 681425. Device history review ==> no anomalies or deviations were found, see attached documents. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it states that excessive liner wear in short time. / / investigation method: investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: yes. Label checked: no. Product pulled from stock for inspection: no. Investigation results: the complaint was received on sep 4, 2017. A review of complaint databases identified previous complaints for implant disassociation however a lot specific search did not identify any other complaints. A review of manufacturing records was conducted in (B)(4) which states; no anomalies or deviations were found. The device was reviewed by bioengineering and a report was received stating with regards to the head; a goldberg taper score of 3 was given, stripe wear and wear scar noted, defined scratches of 1 or 2 and fine scratches of 1-24% was identified. With regards to the liner; impingement and malalignment was identified, on the bearing surface a hood score for deep scratching 6+ was noted, and wear scar was also noted. On the back face of the liner surface deformation was identified and damage on the locking mechanism was noted. Polyethylene liner and ceramic head were returned for investigation. The taper of the ceramic head had signs of primary metal transfer, which indicated that the head was well positioned and taper-locked on the stem. Secondary metal transfer was observed at the bottom/distal end of the head, however it is possible this occurred during head extraction in the revision surgery. Significant metal transfer stripe wear was observed on the bearing surface of the ceramic head, which could suggest direct contact between the head and metal liner. Some smaller metal transfer was observed on the bearing surface, however this was likely to have occurred during the revision surgery. Part of the polyethylene liner rim appeared fractured, but still intact. It was not possible to establish whether this damage had occurred prior to, or during the revision procedure. Small area of the bearing surface, close to the rim (opposite of the fracture), appeared polished and the product number had been worn away, which suggests that the head or stem may have been contacting the edge of the liner. The backside of the liner showed signs of screw hole imprint along with some poly abrasion. The latter could be indicative of liner disassociation. Two ards were missing from the locking mechanism, however, it was not possible to establish whether this damage had occurred prior to or during the revision surgery. Based on the observations made in this investigation, it was likely that liner had disassociated from the shell leading to direct contact between the ceramic head and metal shell. No further details, x-rays or medical notes have been provided at this stage to confirm liner disassociation. / / investigation summary: conclusion and justification status: the complaint it states that excessive liner wear in short time. A review of complaint databases and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states that excessive liner wear in short time.

Manufacturer narrative:
It states that excessive liner wear in short time. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.